Event description:
Reportedly, a patient included in astral study code espvgo1laxi01009 got exteriorization of ICD device. All system explanted on (B)(6) 2026 (including 3 leads from microport).

Manufacturer narrative:
The device has been sterilized and released according to all applicable procedures. Gali 4lv sonr 2844 (sn: (B)(6) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 1-july 2022, use before date: 1-january-2025, sterilization lot: s0559 ¿ 3637.